Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope has foreign material exiting from the channel. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found tear marks in the instrument channel, deep dents on the distal end plastic cover, cracked bending section glue and low angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The customer reported to olympus, during a diagnostic esophagogastroduodenoscopy procedure, unknown light-colored material came out of biopsy channel of the evis exera iii gastrointestinal videoscope with use of forceps on the first use of day. After the procedure while brushing the scope, a blackish substance was on brush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to scratched biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.